Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping toes from the device. The patient was seen in the clinic the next day, where interrogation revealed the device had reached elective replacement indicator (eri) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service. Upon review of the device data, technical services confirmed the battery appeared to be depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. The patient was seen in the clinic the next day, where interrogation revealed the device had reached elective replacement indicator (eri) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service. Upon review of the device data, technical services confirmed the battery appeared to be depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days. Additional information was received. The patient again reported hearing beeping tones from the device and the device was therefore explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. The patient was seen in the clinic the next day, where interrogation revealed the device had reached elective replacement indicator (eri) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service. Upon review of the device data, technical services confirmed the battery appeared to be depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days. Additional information was received. The patient again reported hearing beeping tones from the device and the device was therefore explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.